Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board was replaced. Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/12/2016 phone call, 05/13/2016 phone call, and 05/16/2016 phone call.

Event description:
The hospital reported that, during a case, the ventilator alarmed and stopped functioning. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.